Event description:
New information received indicates that re-programming was not performed, and medication was administered. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered an inappropriate shock for supraventricular tachycardia (svt). No intervention was performed. The patient condition was unknown.